Event description:
It was reported that the device was given with no details of the event. No follow-up contact at the account. No patient impact reported.

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. The analysis results of the device found that it was received with one jaw and cam ramp disengaged and with a trocar present. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.